Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 43mg/dl, with nausea, and dizziness, associated with an alleged radio frequency communication failure. Reportedly, the patient remained on the pump, and was treated by a non-healthcare provider with glucose tablets, and food and/or drink. During troubleshooting with customer technical support, it was revealed 3.5 units of insulin were delivered through the meter and the meter alerted that communication was interrupted, and a bolus was delivered twice. After the bolus was cancelled, a bolus was delivered that was greater than necessary. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.